Manufacturer narrative:
(B)(4). The additional ht bmw universal ii guide wire mentioned is being filed under a separate manufacturer report number. Date of occurrance was not provided and will be estimated as (B)(6) 2013, the date of the (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported via a (B)(4) that during a percutaneous coronary intervention the medical doctor (md) verbalized that a balance middle weight (bmw) universal ii guide wire felt like it was stuck in the coronary artery. Two of the same wires were removed. The md noted that the wires looked and felt like they were unraveling. No additional information was provided.